Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3 reference MFR report: 1627487-2015-21135 reference MFR report: 1627487-2015-21136.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2015-21135. Reference MFR report: 1627487-2015-21136.

Manufacturer narrative:
Results: the complaint for 'fractured anchor' cannot be analyzed; however the complaint will be confirmed based on the event description: the patient was x-rayed and lead migration was confirmed. When revising the lead, it was discovered that the swift-lock anchor was fractured'. As received, the swift lock anchor was broken off into two pieces (proximal and distal ends). The distal end suture hole was also damaged. The anchor was exercised between the locked and unlocked position, and functionally tested. The locking mechanism of the anchor functioned as design. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2015-21135. Reference MFR report: 1627487-2015-21136.